Event description:
A physician reported that while treating a pt in 1998 (exact date and pt unknown) the regular supplied needle separated from the hub of the syringe. Some of the material splattered physician and the pt. There was no injury to the pt or physician from the disengaged needle or the splattered material. No medical or surgical intervention was required.